Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 20.5 diopter intraocular lens (iol) had an unfolding issue after insertion into the patient's operative eye. Therefore, the lens was removed and replaced. There was no incision enlargement or sutures used. Another lens (model unknown) was used as the replacement lens. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Section in the initial report the date of birth was provided as (B)(6) however the patient's correct date of birth is (B)(6). Device available for evaluation? Yes, returned to manufacturer on 11/13/2017. Device returned to manufacturer? Yes. Visual inspection shows the product was cut in pieces, most probably to make removal and replacement possible. However, only one piece was returned for investigation. Considering the condition of the lens, additional analysis is not possible. The complaint was not confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.